Event description:
It was reported that an ilet user announced a meal smaller than what was consumed, after which blood glucose rose from 194 mg/dl to a peak of 213 mg/dl before returning to 94 mg/dl following follow-up. The user acknowledged eating more carbohydrates than announced, consistent with an incorrect procedure or method related to the user interface. Symptoms included hyperglycemia and a warm feeling specifically on their forehead. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified involving failure to follow instructions, consistent with improper meal announcement using the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.